Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; PMA/510(k) #; device manufacture date; remedial action initiated; correction/removal rpt number. An event regarding metallosis and disassociation involving an lfit anatomic v40 femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. However, the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly in (B)(6) 2015 the patient began experiencing significant popping in his left leg while ambulating and on (B)(6) 2015 he was diagnosed with an intraprosthetic disassociation and trunnion failure of the accolade hip system implanted in his left hip. It is further alleged that based upon these findings, revision surgery was scheduled and completed on (B)(6) 2015 and during that surgery the surgeon observed among other things, evidence of significant metallosis throughout the entire hip and synovitis.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly in (B)(6) 2015 the patient began experiencing significant popping in his left leg while ambulating and on (B)(6) 2015 he was diagnosed with an intraprosthetic disassociation and trunnion failure of the accolade hip system implanted in his left hip. It is further alleged that based upon these findings, revision surgery was scheduled and completed on (B)(6) 2015 and during that surgery the surgeon observed among other things, evidence of significant metallosis throughout the entire hip and synovitis.